Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer's insulin pump shut down. Customer replaced the battery and the device started beeping continuously. The display is blank. Customer tried an alkaline battery, but it did not resolve the issue. The device was not bumped or dropped. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Customer's blood glucose was 10.0 mmol/l. Nothing further reported.